Event description:
During the treatment of a basilar artery aneurysm with stent/coils the physician noticed friction with the sl-10 microcatheter as he was advancing the neuron. The physician also noticed that the neuron would back down into the aorta as he tried to advance the sl-10 distally. He thought this was unusual. The physician then decided to switch back to a 5f envoy guide catheter and completed the case.

Manufacturer narrative:
Technical evaluation: kinks were located 5cm and 9cm from the distal tip, and 30cm from the proximal end. A flat section was found 0.5cm - 1.0cm from the distal tip. Placed a 0.0532" transport mandrel through proximal end. Able to pass the proximal kink, but when the mandrel reached the distal kinks, it would not pass. Eventually the catheter stretched at the distal kinks. Could not pass the mandrel through the distal flat section. Based on the customers comment that he noted difficulty inserting the neuron through the sheath valve, the catheter became kinked or flattened during insertion. This reduction in the lumen caused the friction with the sl-10. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on (B)(4) 2009.